Manufacturer narrative:
Zimmer biomet complaint (B)(4). Reported event was unable to be confirmed. The product was not returned, and its location is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034 -2016 - 05359.

Event description:
Revision due to pain.